Manufacturer narrative:
Power loss alarms, low battery alarms and power system error confirmed in the long trace. Power loss alarms after the power system error. Detailed trace analysis confirmed the pump alarmed low battery and then power system error was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of micro timer in detailed trace confirmed that the root cause is the non-sleep anomaly software error. The insulin pump received with minor scratched lcd window and case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that multiple pump error 25 appeared in the history. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.